Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? How was the post-op bleed identified? Yes. 8 hours after an open pd on (B)(6) 2017, postoperative bleeding occurred. Were there any staple formation issues throughout patient¿s care? Doctor commented the staple formation could not be confirmed because the staples were into the tissue. Where specifically was bleeding from? The anastomosis site between jejunums. What is the current patient status? The patient is hospitalized and recovering.

Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? How was the post-op bleed identified? Were there any staple formation issues throughout patient¿s care? Where specifically was bleeding from? What is the current patient status?

Event description:
It was reported that 8 hours after an open pd on (B)(6) 2017, postoperative bleeding occurred from the anastomosis site between jejunums. The staple height was blue. The device was fully inserted into the patient at the full length of 75 mm and fired 3 times. No unusual bleeding was confirmed right after the anastomosis. The target tissue was thin and well-circulated area. Re-operation was performed on (B)(6) 2017 and additional hand suture was performed. The amount of bleeding was unknown. No blood transfusion was required. The patient is hospitalized and recovering. The doctor diagnosed the condition as not serious (moderate/minor) since the patient was recovering without any problems. No device will be returning.